Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went on a pool when she noticed an error on the pump with the open book image. The blood glucose was 162 mg/dl. Customer was advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Critical pump error (open book image) alarm not confirmed.pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly.